Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "whoosh" of air exiting the bottom of the cartridge during the fill process. No insulin was observed to be leaking out of the cartridge and the cartridge was reportedly not overfilled. Customer's blood glucose level was 186 mg/dl. Customer continued to use the cartridge for insulin deliveries.